Event description:
Additional information was received. A revision procedure was performed. Threshold and defibrillation threshold testing was performed. A 1.1 joule shock was delivered which produced a slow ventricular fibrillation or rapid ventricular tachycardia. A further 21 joule shock was also delivered. Post shock delivery, all measurements were acceptable; therefore no further lead repositioning of this lead was performed. The associated atrial lead was repositioned and programmed "off" as the patient with this lead has a chronic atrial fibrillation intrinsic cardiac rhythm. No adverse patient effects were reported.

Manufacturer narrative:
When additional information regarding the revision is obtained, this event will be updated.

Manufacturer narrative:
According to available inofrmation this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular lead experienced a shock and was hospitalized. The device had been reprogrammed. While hospitalized, an xray was performed revealing this lead was no longer at the implant position in the apex. It was thought this may have contributed to the reported clinical presentation. A revision procedure is intended in the near future. The patient remains hospitalized and stable.